Manufacturer narrative:
No product was returned for investigation. No radiographs were provided to confirm the event. No root cause can be identified at this time. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."

Event description:
On (B)(6) 2017, a patient underwent a posterior fixation procedure. On (B)(6) 2017, revision surgery was performed. During surgery, one set screw separation and several screw loosening were detected in the existing construct. The separated and loosened set screws were replaced and will not be returning for investigation. No patient injury was reported.